Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool smarttouch sf catheter, the patient experienced pericardial effusion treated with pericardiocentesis. It was reported that during mapping the physician noticed the patient's blood pressure was low, and an effusion was getting larger. The caller noted that there was a pre-effusion, but it increased in size. The physician stopped mapping and asked the anesthesiologist if they could support the patient's blood pressure. They were able to get the patient's blood pressure back up to normal. The physician decided to abort the procedure. The patient was in holding for an hour when their blood pressure dropped again. They did an echo and found that the effusion size increased again. The patient was transported back to the lab for a "tap" and pericardiocentesis. The amount of blood removed from the pericardial space could not be confirmed. The patient was then stable. The cause of the event was unknown, due to the procedure going smoothly. The physician noted that the patient had sleep apnea, and the airway could have been obstructed, but does not feel it should have been related. The injury was a pericardial effusion. The discovery of the event was led by low blood pressure and confirmed by the ultrasound. The medical intervention was the pericardiocentesis. The patient's last known status was stable.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).